Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation determined that the customer did not follow instructions in product labeling. Product labeling states: the elecsys hbsag ii auto confirm assay is intended to be used, in conjunction with other laboratory results and clinical information, in the confirmation of the presence of hbsag in human serum and plasma samples repeatedly reactive when tested with the elecsys hbsag ii assay". The results were all considered to be non-reactive, and duplicate testing was not required. No product problem was found.

Event description:
There was an allegation of questionable hbsag results from the cobas e 801 analytical unit. The initial result was hbs ag result was 0.882 coi (non-reactive). The "hbsag2cl" result was confirmed reactive, 36.6% (subresults: cnhbsag2: 0.859 coi, cfhbsag2: 0.314 coi). The customer then recentrifuged and repeated the sample, and the hbsag results were 0.88 coi, 0.89 coi, and 0.85 coi (non-reactive).